Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy procedure, while transecting the stomach, the blade did not return to its position after firing. It was also noted to be not smooth and there was a struggle in removing it. The issue occurred using two reloads. The scrub nurse has to manually return the blade to its original position. There was no patient injury.